Event description:
It was reported, "pt was undergoing a right hip arthroplasty with endoprosthesis. When cement was placed, pt became hypotensive and arrested. CPR was unsuccessful." (Fat/cement embolism suspected).